Manufacturer narrative:
An event of device deployed into a cobra shape inside the patient was reported. The investigation confirmed the device met dimensional and functional specifications when analyzed at abbott. Information from field indicated that 6f non-abbott delivery system was used to deploy the device and that there was interaction with cardiac structures during deployment; no angulation or kink noted in the delivery system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. There were no related complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 19 august 2024, an 8-6mm amplatzer pda occluder was selected for implant using a non-abbott 6f cook mullins sheath. During implant, the device did not take proper shape and deformed with a cobra shape. There was reported interaction with cardiac structures during implant. No angulation or kink was observed with the delivery system. The occluder was never released from the delivery cable while inside the patient was removed. No replacement device was implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of device deployed into a cobra shape inside the patient was reported. Information from field indicated that that there was interaction with cardiac structures during deployment; there was no angulation or kink noted in the delivery system. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.